Event description:
It was reported that the platform indicated user advisory 7 (discrepancy between load 1 and load 2 too large) that could not be cleared. Lifeband was replaced, customer was testing the system using a manikin. There was no pt involvement reported.

Manufacturer narrative:
Reported complaint of the platform indicated user advisory 7 (discrepancy between load 1 and load 2 too large) was verified. One of the 2 load cells was not functioning correctly, it was replaced. Furthermore, during testing, user advisory 17 (max motor on time exceeded during active operation) and user advisory 27 (encoder fault (>300rpm) were noted. These 2 user advisories were due to a non-functioning processor board, which was replaced. There was no visible damage to the platform. The platform passed the final test.